Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net with a non-sustained episode recorded by the implantable cardioverter defibrillator. A review of the episode revealed r- wave variability that resulted in under-sensing. Programming interventions were made. There were no patient consequences.